Event description:
Boston scientific received information that the right atrial (ra) lead exhibited intermittent low out of range impedance measurements. Noise that was oversensed and led to inappropriate mode switches was also observed. The ra lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.